Event description:
Reportedly, the device was applied to the pt during the procedure and the chest was dry when the pt was closed. Post opearative the pt blood pressure dropped. There was blood and a clot in the chest. The pt was returned to surgery on october 7th where it was obeserved the posterior portion of pulmonary staple line was bleeding. At the time the pt was resutured and the current pt status is ok.